Event description:
Customer called to report that sample probe of the immage 800 immunochemistry system was leaking during a quality control run. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) examined the system and found an obstructed filter. The fse then replaced the filter, which resolved the issue as no further leaking was observed. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).